Event description:
It was reported that during a routine follow-up the estimated remaining battery longevity was approximately 17 months. The patient was sent to the emergency room (ER) less than three months later because the battery showed end of life (eol). The physician questioned the battery estimation that was shown at the follow-up visit. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity. Additionally, the no output and no telemetry conditions were the result of lifted hybrid bond wires.